Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs), alleging a onetouch ping meter was displaying inaccurate results compared to the same meter. This complaint was classified using the documentation from the customer care advocate (cca) the patient reported on (B)(6) 2013, at 8:15am, the patient felt ¿dizzy and extremely nauseated.¿ the patient alleged readings of ¿149, 127, 128, 107, 102, 120, 85, 113, 66 and 188mg/dl¿ between 8:40pm ¿ 11:33pm. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013, at 8:15pm, she skipped her medication. The patient reported on (B)(6) 2013, at 8:40pm, she drank juice. The patient reported no other device was used. At the time of troubleshooting the patient reported the meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site to obtain the samples. The patient did not have any test strips at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.